Event description:
It was reported the patient has been experiencing a headache after undergoing a revision. The physician stated the patient might have experienced a csf leak and has given the patient medical guidance. (B)(6) 2013 follow-up identified the issue has improved; however, it is not resolved. (B)(6) 2013 follow-up identified the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.